Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the procedure, the c-ring from the vasoview hemopro 2 fractured in half in patients body. No patient injury was reported. A new device was opened to complete the procedure. The delay was minimal (less than 2 minutes). There were no pieces to retrieve. No intervention is needed due to the malfunction.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The lot # 3000501445 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.